Event description:
As reported, during removal of a valved port/catheter assembly, the catheter was noted to be severed in half. It was not known when the break occurred; recently or during the removal. The device had been in the patient for one year. The patient was sent to radiology to remove the detached portion of catheter. The condition of the patient was reported as being "fine/stable." The used device has been returned for evaluation.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The used catheter/port assembly has been received for evaluation, however, the device analysis has not yet been completed. Upon completion of the investigation, a follow-up medwatch will be submitted.